Manufacturer narrative:
The investigation was limited to the information provided as the device was not returned for examination. The investigation could not draw any conclusions about the reported event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was confirmed all broken pieces were removed from the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during left acl reconstruction surgeon asks nurses to open a 7x25mm biorci - ha screw for femur. Screw broke into pieces while being implanted into femoral tunnel. A backup device was available to complete the procedure. Procedure delay was about 10-15 minutes and no patient injuries were reported.